Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Bas ed on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging, and the battery charger indicator light display was flashing red. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.